Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/14/2016 to report that the patient experienced a severe skin reaction to the adhesive tape on (B)(6) 2016. Patient's mother stated that they saw a dermatologist regarding the skin reaction. Date of dermatological visit was not provided. No additional event or patient information is available.